Event description:
On (B)(6) 2010 the patient began peritoneal dialysis (pd) treatment . On an unreported date, the patient experienced a break in aseptic technique when the patient made a mistake. On (B)(6) 2010, the patient was admitted to the hospital with a diagnosis of peritonitis. Results of effluent culture performed the same day were negative for growth. Remedial therapy was initiated on (B)(6) 2010 with fortum 250mg/day intraperitoneally (ip) and vancomycin 50mg/day ip. The patient remained hospitalized and the event of aseptic peritonitis was resolving. It was not reported whether the patient received retraining in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. Pd therapy continued. An opinion of causality was not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.